Event description:
It was reported the patient who was receiving dialysis, underwent aortic valve replacement surgery and received an sjm valve. The physician implanted the valve with the pivot guards positioned in the center of both coronary arteries. Upon stopping cardiopulmonary bypass, a transesophageal echocardiogram (tee) revealed paravalvular regurgitation, mainly near the right coronary artery. After arresting the heart again, the physician attempted to stop the regurgitation using sutures by covering the annulus with the aortic wall, a technique he had used successfully in the past. Another tee revealed the regurgitation was still present in the same area. The valve was removed and replaced with another sjm valve. Another tee was performed and showed no signs of regurgitation. It was noted that the annulus had no abnormality.